Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during visual inspection of the device, no apparent damage could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: explantation reason currently unknown. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
Two mentor memorygel breast implants were received by the mentor product analysis lab with no accompanying information. The devices were processed on 10-oct-2020 and could not be associated with an existing complaint. The analysis on the devices has begun, but is not complete at this time. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the first of two implants.